Manufacturer narrative:
Device is a combination product. A promus element plus, mr, ous 2.50 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 24 cm distal to the distal end of strain relief as well as multiple kinks situated distally and proximally to the break site. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18-sep-2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The stenosed, 2.50x35mm eccentric and de novo target lesion was located in the moderately tortuous and mildly calcified right coronary artery with a significant bent >=90 degrees. A 2.50x38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable. However, returned device analysis revealed a shaft break.